Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer alleged pump software did not suspend insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. Reportedly, the customer reverted to an alternate method of insulin therapy. No additional patient or event information was available.